Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 21 mmol/l (378 mg/dl) while wearing the pod between 4 and 24 hours. When the pod was removed, the patient reported that the cannula deployed and inserted into the infusion site (abdomen), but the pink slide did not move forward, indicating a needle mechanism failure occurred at pod activation. As treatment, manual insulin shots were given and a new pod was placed.

Manufacturer narrative:
The pod arrived fully deployed. Internal damage was observed on the fluid path and drive mechanism components. The sustained damage ultimately resulted in fluid escaping the reservoir, causing internal corrosion. Download data could not be retrieved as a result, so pod functionality could not be fully assessed. Because the observed damages occurred after the pod had fully deployed, the damages can be confirmed to have occurred post-use.